Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the ipg was replaced because it reached the end of life. It is unknown if the ipg depleted prematurely.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.